Manufacturer narrative:
Replaced inspiratory module and water trap kit.

Event description:
Customer reported water lines accidently broke causing the ventilator to stop cycling while in pt use. The pt was not harmed or injured as a result of the event.